Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose has not gone over 400 mg/dl since being on the insulin pump. Customer stated that she was heading in the right direction with her blood glucose. Customer's blood glucose has only gone over 400 mg/dl once and she would up in the hospital. Customer stated that she forgot to fill her reservoir and was not getting any insulin.